Event description:
Customer reported the infusion set cannulas are "split open" and leak insulin. This has resulted in hyperglycemia of approximately 499 mg/dl. She has been able to self-treat hyperglycemia, but on one occasion, she delivered too much insulin and experienced severe hypoglycemia. She "passed out" while sleeping and her husband delivered a glucagon injection. The alleged product has been discarded and cannot be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.